Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Planned lens repositioning. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct150 17.5 diopter intraocular lens (iol) was implanted in the patient's operative eye. At the patient's 1 day post-operative visit with the doctor, it was noticed that the lens rotated 60 degrees from its original axis of 180. The doctor was surprised by this because the patient seemed to have an average looking sized eye with an axial length of about 24.8. The lens looked snug when surgery was done as well. The doctor also reported that he knew there was an issue when he noticed the patient was 20/50 for distance. The doctor said he doesn't think that viscoat was used to load the lens and that he used provisc to fill bag and worked to make sure it was all out. The doctor is considering repositioning the lens at 2 weeks. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.